Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that red alarm pop-ups were not occurring at the bedsides. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported that red alarm pop-ups were not occurring at the bedsides. Patient involvement is unknown.